Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an unknown surgery was performed with trochanteric femoral nailing advanced (tfna) system. During the surgery, the surgeon used a tfna screw instead of an unknown helical blade which was initially planned to use because the nurse opened the package mistakenly. However, the screw inserter was not sterilized. Thus, the surgeon used an unknown helical blade inserter to insert the screw. It was unknown whether the locking mechanism was functional after an insertion. It was unknown if there is a surgical delay. Procedure outcome and patient status are unknown. The surgeon commented that the end cap insertion was slightly incomplete. Concomitant devices reported: helical blade inserter (part# 03.037.024, lot# unknown, quantity 1). This report is for one (1) tfna screw 85mm - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part number: 04.038.085s. Lot number: 9862384. Part manufacturing date: 16 september 2015. Manufacturing site: elmira. Part expiration date: 01 august 2025. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 9862384 of tfna screws was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 7950334 met all specifications with no issues documented that would contribute to this complaint condition. Null, device history review a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary complaint summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.